Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure while using 7mm extended length endoscope they have put one of our scopes aside as its view is significantly dark on the monitor. They had replaced the camera and light lead without any change in vision, however, when they replaced the scope it was clear that the issue was in the scope itself.

Event description:
The hospital reported that during the procedure for an endoscopic vein they noticed while using the 7mm extended length endoscope they have put one of our scopes aside as its view is significantly dark on the monitor. They had replaced the camera and light lead without any change in vision, however, when they replaced the scope it was clear that the issue was in the scope itself. No harm was done to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.